Manufacturer narrative:
The customer experienced hyperpigmentation on their face after a laser treatment. The treatment parameters were not within specifications. The physician stated that he misjudged the patient's skin type and used parameters that were too high. High parameters can cause hyperpigmentation. There is no long term injury anticipated. This is reportable because the patient was prescribed medication for intervention purposes. Customer declined service for device.

Event description:
The patient reported hyperpigmentation on their face after a laser treatment. The patient received medicine for intervention purposes.